Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.